Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device was not involved in a malfunction.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565-2017-02064. Concomitant medical products: tibial articular surface provisional left size cd, catalog#: 42517000303, lot#: 62558106. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a procedure, the provisionals cracked and were damaged. There was no delay in procedure and no patient injury. The procedure was completed with another device. No adverse events have been reported as a result of the malfunction.